Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted.

Manufacturer narrative:
December 14, 2009: this event concerns a device that was manufactured and used outside the united states. The analysis is pending.